Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr) and a rotated heart for a triclip procedure. Visualization was challenging due to the patient's anatomy. The first triclip was implanted. During placement of a second triclip, a single leaflet device attachment (slda) occurred with the first clip. There was no clip-to-clip interaction. When the second clip was placed on the septal leaflet, there was movement from the septal leaflet, which resulted in an slda of the first clip. The septal leaflet was detached. The second clip was then deployed to stabilize and reduce the tr. The tr was reduced to grade 3. There were no adverse patient sequelae or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on information provided a cause for the reported slda cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.